Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected with 1 syringe of juvéderm vollure¿ xc and 1 syringe of juvéderm voluma® xc. The patient was concomitantly injected with rha in an unspecified area. The next day, the patient experienced an occlusion in an unknown area while traveling. The patient received an unspecified treatment at a different location. The symptoms has been resolved. The device has been discarded. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm voluma® xc.